Event description:
The customer reported a few drops of clenz reagent leaked from the right hand side of a coulter lh 500 hematology analyzer; the leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 06/04/2015 and discovered prior to his service visit the customer's lab tech had replaced I-beam tubing through pinch valve pv37, from feed-through fittings ff107 to ff124 in attempt to resolve the leak, however, the fse stated that both tubes were incorrectly replaced. The fse re-routed the tubing, resolving the leak reported. During verification, the fse later discovered that as a result of the leak valve vl59 was damaged (no lyse reagent was being delivered to the mixing chamber) and not properly working, resulting in differential (diff) vote outs (non-numeric results) on controls. The fse replaced vl59 resolving the diff vote outs. (B)(6).